Manufacturer narrative:
Complaint confirmed, the plate broke at the 2nd oblong hole. The plate is bent near the fracture. Relevant features and the device material were found to meet drawing specifications. The cause of the event remains undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device was implanted on 11-may and during a post-operative check-up an x-ray revealed, that the device was already bend a few days after the surgery. On 16-jun the device broke when the patient was tying his shoes. A revision surgery was performed and the broken device was removed and replaced with a different device. In the meantime, the healing of the fracture already progressed and no further complications occurred.